Event description:
It was reported that upon interrogation three episodes classified by the physician as atrial fib were found. One atrial fibrillation was treated by shock therapy. This was clinically resoved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.